Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with both arms broken. A kink was also noted at the proximal section of the catheter. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the broken sections of the arms showed evidence of corrosion. It was also found that the yoke was stuck inside the bushing, indicating the potential for deployment failure. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations are in place to address these issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a resolution 360 clip device on (B)(6) 2019. Investigation results showed that the yoke was found to be stuck inside the bushing, indicating the potential for deployment failure; therefore, this is now an MDR reportable event. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.